Event description:
It was reported that the programmer would not boot up, even with several power cords. The programmer was returned for service. It was indicated on the return paperwork that no patient involvement was associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer will not power up; power supply found out of electrical specification. Tab broke off of the power cord bay.